Event description:
The lay use/patient contacted lifescan (lfs) alleging high readings on her one touch ultra meter. In 01/2006 the pt was on a flight. At 10:00 am in the morning she rec'd a 354 mg/dl and injected 13u of lantus and 12u of novorapid. At 11:00am she ate lunch, which consisted of 2 rolls with goose liver, salmon, an escalope of turkey hen, rice and for dessert she had some cheese. At 5:17pm she tested her blood glucose and rec'd 213 mg/dl and at 5:19 pm she tested and rec'd 235 mg/dl. With either blood glucose readings she did not experience any symptoms. She took an extra 6u of novorapid because the blood glucose was over 200 mg/dl and she wanted to "bridge-over" the next four hours till dinnertime. She had fallen unconscious shortly after. Her son sat behind her and realized that his mother had fallen unconscious. There was no physician on the flight and the son did not know how to use his mother's meter to test her blood glucose. She does not remember when she regained consciousness. At 6:00 pm she drank some coke and ate some food and retested and rec'd a 476 mg/dl. She did not treat herself with the reading of 476 mg/dl. The reading seemed really high for her so she tested son who is a non-diabetic and he rec'd a 300 mg/dl. When she arrived home her readings were back in the "normal range." The test strips passed using the control solution (results 115, range 100-133 mg/dl). The pt ran out of subject test strips. The pt mentioned that the day before the incident, she was snorkeling (diving) and she experienced symptoms of hypoglycemia; however, the results were high. Customer care agent (cca) sent the pt a replacement meter. The readings after the incident and passing control soltuion do not indicate a malfunction of the product. Whether the conditions in the airplane were suitable for testing is not known. The complaint is being reported as an adverse event since the pt fell unconscious after taking insulin based on the meter reading. The pt did not have symptoms with that reading nor with the higher previous glucose readings.